Manufacturer narrative:
Medtronic received notification of a literature article entitled; "association of neutrophil¿lymphocyte and platelet¿lymphocyte ratio with adverse events in endovascular repair for abdominal aortic aneurysm" maria p. Ntalouka , petroula nana , george n. Kouvelos , konstantinos stamoulis , konstantinos spanos , athanasios giannoukas , miltiadis matsagkas and eleni arnaoutoglou j. Clin. Med. 2021, 10, 1083. Https://doi.org/10.3390/jcm10051083. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts along with other non mdt stent grafts were implanted in patients for the endovascular evar treatment of aaa. The association of chronic inflammatory markers with the clinical outcome after endovascular aneurysm repair (evar) for abdominal aortic aneurysm (aaa) was investigated. The following malfunction was observed: migration the following adverse events were observed: myocardial infarction, arrhythmia, stroke, occlusion, infection, surgical trauma, respiratory system, urinary tract, pis, aneurysm rupture, renal complications <(>&<)> aki.